Event description:
It was reported that the unspecified bd intravascular administration set experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that when the nurse went to take platelets down she noticed that the IV (intravenous) maintenance fluid was infusing fluids with large bubbles. Every inch or so was an inch long bubble that had reached the patient. The IV equipment was not alarming air-in-line. The nurse was unaware how long the patient was receiving fluids with bubbles. After correcting the situation, the nurse noted the patient had no complaints and vitals were stable.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that there were large air bubbles in the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. It was reported that when the nurse went to take platelets down she noticed that the IV (intravenous) maintenance fluid was infusing fluids with large bubbles. Every inch or so was an inch long bubble that had reached the patient. The IV equipment was not alarming air-in-line. The nurse was unaware how long the patient was receiving fluids with bubbles. After correcting the situation, the nurse noted the patient had no complaints and vitals were stable.